Event description:
As reported by (B) (4) registry, the patient experienced a stroke and expired during the index procedure. The target lesion was located in the ostium of the left internal carotid artery (ica). The lesion was described as eccentric, concentric, 25mm in length, 70% stenosed, with moderate calcification. The reference vessel was 5mm in diameter and moderately tortuous. A 6mm angioguard rx was deployed beyond the target lesion. The lesion was pre-dilated and an 8x40m precise pro rx stent was successfully implanted. The angioguard rx was removed with no debris noted in the basket. Residual stenosis was 0%. During the index procedure, the patient expired due to hemorrhagic stroke. No additional information was provided.

Event description:
An optease filter patient called requesting information, and additionally reported an adverse event. Patient had an optease filter placed on (B) (6) 2007 in an unknown vessel following a car accident and subsequent pulmonary embolism. Four months later, the implanting physician attempted unsuccessfully to remove the filter. Patient was admitted again five months later and a second unsuccessful attempt was made to remove the filter. A third and final unsuccessful attempt to remove the filter was made two days later. Physician reported that the sheath ripped and that the vein grew over the filter which made it difficult to be removed. Patient was discharged home. No other treatment reported.

Manufacturer narrative:
The patient had an optease filter placed on (B) (6) 2007 following a car accident and subsequent pulmonary embolism. Four months later, the implanting physician attempted unsuccessfully to remove the filter. Patient was admitted again five months later and a second unsuccessful attempt was made to remove the filter. A third and final unsuccessful attempt to remove the filter was made two days later. Physician reported that the sheath ripped and that the vein grew over the filter which made it difficult to be removed. Patient was discharged home and no other treatment was reported. The retrieval difficulty experienced by the costumer was most likely related to the length of time the filter was deployed in the patient. The IFU states that the indication is for up to 23 days. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.